Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that va lockscr ã¸2.7 he 2.4 self-tap l14 tan was observed broken at the neck, the screw body was observed in the patient body, therefore embedded device condition can be confirmed. With the evidence provided is not possible determine a potential cause of the failure mode. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ã¸2.7 he 2.4 self-tap l14 tan. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4,h6 part:04.211.014ts, lot:256l583, manufacturing site: werk selzach, supplier:(B)(4), release to warehouse date:01 dec 2023, expiration date: 01 dec 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part #04.211.014, non-sterile lot #8460p66, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:08 nov 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on february 21, 2024, the patient underwent an orif surgery for a clavicle diaphyseal fracture. 2 weeks after the surgery, the screw inserted in the peripheral bone fragment broke off. The patient is currently being treated with a sling. No further information is available. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l14 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.